Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An account manager reported on behalf of the customer that an a1059 mayfield modified skull clamp had slipped during a procedure on a (B)(6) year old female patient. The device was in contact with the patient but with no injury noted. Additional information was received on 29apr2019 indicating that the date of incident was on (B)(6) 2019. The pounds of pressure used during the procedure was unknown. There was no surgery delay. The surgeon stated that there was no harm to the patient.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, the failure analysis to identify root cause to the end users experience could not be determined. A DHR review cannot be performed at this time as the serial number provided does not appear to be a valid. The complaint reported cannot be confirmed. The root cause to the end users experience could not be identified.

Event description:
N/a.